Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative calibrated the fluoro and rad gain, and could not reproduce the problem. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during testing they found an artifact in the image. There was no patient involvement. It was noted that there was a possible artifact on the detector.